Event description:
In 2008, the lay user/pt contacted lifescan alleging the one touch ultra link meter prompted an error 2 message. The pt did not allege any symptoms due to this issue. The pt denied seeking medical attention and did not take any action regarding diabetes treatment due to the issue. The product is not new. The test strips were in good condition. Upon retest with the same vial as well as with a different vial of test strips, the issue was not resolved. This complaint is being reported because the issue was not resolved through troubleshooting. The pt did not suffer any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.